Event description:
It was reported by the physician that they were having screen freeze problem with their handheld during surgery. Troubleshooting steps would resolve the issue temporarily but then it would freeze again. New programing system was sent to the site and the old one was returned back to MFR for product analysis. The MFR has already identified that under certain type of conditions this screen freeze event can occur with the (B) (4) handheld computer. Analysis was completed on the handheld and no obvious anomaly was noticed. No anomaly was found with the wand and it performed as intended. Analysis on the flashcard was completed and the screen freeze event was duplicated. The MFR has already identified that under certain type of conditions this screen freeze event can occur with the (B) (4) handheld computer.